Manufacturer narrative:
Clinical review: there is a temporal relationship between haemofiltration utilizing the ultralflux dialyzer and the patient event of blood in the effluent, transfer to a second machine and subsequent death. However, there is no documentation to show a causal relationship between the adverse event and the use of the ultralflux dialyzer. This patient was initiated on treatment with a critical condition status. The patient was diagnosed with acute pancreatitis and had sudden deterioration prior to treatment initiation. Hospitalized patients with pancreatitis have mortality rates which might be as high as 30-40%. The incidence and hospitalization rated after acute pancreatitis have been increasing over the last 20 years. It was reported that the machine did not alarm when the tubing was removed; however, the tubing was removed after the effluent was tested for blood. It could not be confirmed if this was on the initial machine or the second machine as the patient encountered rose-colored effluent on both machines. A warning is provided for the operator in the instruction manual that if the tubing is incorrectly inserted into the blood leak detector there is a risk to the patient due to the blood leak safety system being bypassed. It is recommended to check the filtrate bag for discoloration frequently during the treatment. Additionally, it states, ¿the filtrate line must remain in the blood leak detector (yellow) for the entire duration of the treatment.¿ the hcp also reported that there were no issues with running the machine during the patient¿s treatment. The technician found the blood leak detector sensors to be working as designed. Based on the available information and no evidence of a malfunction or deficiency, the ultralflux dialyzer can be excluded as the cause of the patient¿s blood in the effluent, transfer to a second machine and subsequent death. A supplemental MDR will be submitted upon completion of the plant investigation.

Event description:
On (B)(6) 2023 it was reported to fresenius that a patient was utilizing the multifiltrate pro machine with the av1000 dialyzer and standard set for haemofiltration when rose-colored effluent was noted. There was no alarm when the tubing was removed from the machine and the patient¿s treatment moved to another machine. The patient completed treatment; however, later passed away. The death was not believed to have been caused by this event. Additional information is as follows. This female patient was initiated on treatment after developing acute pancreatitis with a sudden deterioration 24hrs previously. This necessitated advanced life support and then haemofiltration. A default treatment program with good access was initiated using the av1000 dialyzer with standard set. The patient was extremely unstable. There were no problems running the machine. Shortly after treatment initiation, the healthcare personnel (hcp) noticed rose-colored effluent that tested positive for blood on a urinalysis strip. It was suspected that the patient was hemolyzing. The patient¿s treatment was completed on another machine. However, there was no alarm when the tubing was removed from the sensor. The tubing was removed after the effluent was tested. The hcp could not confirm which machine this occurred on as the patient had rose-colored effluent on both machines. The tubing was only removed from one machine. The patient later passed away. The hcp does not believe this is the cause of death. The machine was examined by a technician who confirmed that the blood detector sensors were working and detecting as expected according to the 0.5ml/min threshold.

Manufacturer narrative:
Plant investigation: the complaint sample was not available to be returned to the manufacturer which prevented a physical evaluation of the complaint device from being performed. Additionally no photographs of the sample were provided for review. Retention sample analysis was not done in this case. The lots are subjected to 100% testing. The likelihood of detecting a failure within a retention sample is highly unlikely and there are only a small number of retention samples available. Although all lots are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to environmental conditions or mechanical stress can occur in very few cases. A review of the batch records indicates that all 15,804 units that originated from this lot were inspected according to protocol and found to be forming to specification. No indication for any relationship with the reported failure mode was found.

Event description:
It was reported that a patient was utilizing the multifiltrate pro machine with the ultraflux av 1000 s dialyzer and standard set for haemofiltration when rose-colored effluent was noted. There was no alarm when the tubing was removed from the machine and the patient¿s treatment moved to another machine. The patient completed treatment; however, later passed away. The death was not believed to have been caused by this event. The new information has been included in the following account of the event. This female patient was initiated on treatment after developing acute pancreatitis with a sudden deterioration 24hrs previously. This necessitated advanced life support and then haemofiltration. A default treatment program with good access was initiated using the av1000 s dialyzer with standard set. The patient was extremely unstable. There were no problems running the machine. Shortly after treatment initiation, the healthcare personnel (hcp) noticed rose-colored effluent. A urinalysis strip was utilized to test for the presence of blood. There was a strong positive result for blood. The patient¿s blood was washed back, and a second machine was primed with new tubing and filter. The patient¿s treatment was connected to the second filter on the second machine. Shortly after initiation, rose-colored effluent was noted again and once again the test strip was positive for blood. Following consultation with a senior consultant, the treatment was discontinued. It was suspected that the patient was hemolyzing. There were no alarms prior to the discolored fluid being noted. There was no alarm when the tubing was removed from the sensor. The tubing was removed after the effluent was tested. The hcp could not confirm which machine this occurred on as the patient had rose-colored effluent on both machines. The tubing was only removed from one machine. The patient later passed away on (B)(6) 2023. The cause of death was documented as multi-organ failure and pancreatitis. The patient¿s hemoglobin (hgb) was noted as 102 prior to the start of the treatment. The treatment was initiated at 00:07. The patient¿s hgb dropped to 99 at 00:14 and then was documented to be 78 at 02:44. The medical team conferred and determined to stop the filter at 03:20. The drop in hemoglobin was attributed to hemolysis due to the patient¿s pre-existing condition of multi-organ failure and not a function of the dialyzer or machine. The machine was examined by a technician who confirmed that the blood detector sensors were working and detecting as expected according to the 0.5ml/min threshold.

Event description:
It was reported that a patient was utilizing the multifiltrate pro machine with the ultraflux av 1000 s dialyzer and standard set for haemofiltration when rose-colored effluent was noted. There was no alarm when the tubing was removed from the machine and the patient¿s treatment moved to another machine. The patient completed treatment; however, later passed away. The death was not believed to have been caused by this event. The new information has been included in the following account of the event. This female patient was initiated on treatment after developing acute pancreatitis with a sudden deterioration 24hrs previously. This necessitated advanced life support and then haemofiltration. A default treatment program with good access was initiated using the av1000 s dialyzer with standard set. The patient was extremely unstable. There were no problems running the machine. Shortly after treatment initiation, the healthcare personnel (hcp) noticed rose-colored effluent. A urinalysis strip was utilized to test for the presence of blood. There was a strong positive result for blood. The patient¿s blood was washed back, and a second machine was primed with new tubing and filter. The patient¿s treatment was connected to the second filter on the second machine. Shortly after initiation, rose-colored effluent was noted again and once again the test strip was positive for blood. Following consultation with a senior consultant, the treatment was discontinued. It was suspected that the patient was hemolyzing. There were no alarms prior to the discolored fluid being noted. There was no alarm when the tubing was removed from the sensor. The tubing was removed after the effluent was tested. The hcp could not confirm which machine this occurred on as the patient had rose-colored effluent on both machines. The tubing was only removed from one machine. The patient later passed away on (B)(6) 2023. The cause of death was documented as multi-organ failure and pancreatitis. The patient¿s hemoglobin (hgb) was noted as 102 prior to the start of the treatment. The treatment was initiated at 00:07. The patient¿s hgb dropped to 99 at 00:14 and then was documented to be 78 at 02:44. The medical team conferred and determined to stop the filter at 03:20. The drop in hemoglobin was attributed to hemolysis due to the patient¿s pre-existing condition of multi-organ failure and not a function of the dialyzer or machine. The machine was examined by a technician who confirmed that the blood detector sensors were working and detecting as expected according to the 0.5ml/min threshold.

Manufacturer narrative:
Correction: g3 (date received by manufacturer). It was reported in followup report #3 in error that the information was received by the manufacturer on 2024-05-14. The correct date received is 2024-03-18.

Event description:
It was reported that a patient was utilizing the multifiltrate pro machine with the ultraflux av 1000 s dialyzer and standard set for haemofiltration when rose-colored effluent was noted. There was no alarm when the tubing was removed from the machine and the patient¿s treatment moved to another machine. The patient completed treatment; however, later passed away. The death was not believed to have been caused by this event. The new information has been included in the following account of the event. This female patient was initiated on treatment after developing acute pancreatitis with a sudden deterioration 24hrs previously. This necessitated advanced life support and then haemofiltration. A default treatment program with good access was initiated using the av1000 s dialyzer with standard set. The patient was extremely unstable. There were no problems running the machine. Shortly after treatment initiation, the healthcare personnel (hcp) noticed rose-colored effluent. A urinalysis strip was utilized to test for the presence of blood. There was a strong positive result for blood. The patient¿s blood was washed back, and a second machine was primed with new tubing and filter. The patient¿s treatment was connected to the second filter on the second machine. Shortly after initiation, rose-colored effluent was noted again and once again the test strip was positive for blood. Following consultation with a senior consultant, the treatment was discontinued. It was suspected that the patient was hemolyzing. There were no alarms prior to the discolored fluid being noted. There was no alarm when the tubing was removed from the sensor. The tubing was removed after the effluent was tested. The hcp could not confirm which machine this occurred on as the patient had rose-colored effluent on both machines. The tubing was only removed from one machine. The patient later passed away on (B)(6) 2023. The cause of death was documented as multi-organ failure and pancreatitis. The machine was examined by a technician who confirmed that the blood detector sensors were working and detecting as expected according to the 0.5ml/min threshold.

Manufacturer narrative:
Additional information: b5, h10 (clinical review) clinical review: there is a temporal relationship between haemofiltration utilizing the ultraflux dialyzer and these patient events. However, there is no documentation to show a causal relationship between the adverse event and the use of the ultraflux dialyzer. This patient was initiated on treatment with a critical condition status. The patient was diagnosed with acute pancreatitis and had sudden deterioration prior to treatment initiation. Hospitalized patients with pancreatitis have mortality rates which might be as high as 30-40%. The patient¿s cause of death was documented as multi-organ failure and pancreatitis. Acute kidney injury (aki) is a frequent complication of severe acute pancreatitis and develops late, usually after the failure of other organs. Additionally, hemolysis was suspected based on the presence of blood in the effluent. Once hemolysis is suspected it is recommended to stop the treatment. In this case, the patient¿s blood was washed back. Returning the blood can lead to severe hyperkalaemia due to the release of potassium from haemolysed rbcs. It was reported that the machine did not alarm when the tubing was removed; however, the tubing was removed after the effluent was tested for blood. It could not be confirmed if this was on the initial machine or the second machine as the patient encountered rose-colored effluent on both machines. A warning is provided in the instruction manual that if the tubing is incorrectly inserted there is a risk of the blood leak safety system being bypassed. It is recommended to check the filtrate bag for discoloration frequently. The hcp also reported that there were no issues with the machine during treatment. The technician found the blood leak detector sensors to be working as designed. Based on the available information and no evidence of a malfunction, deficiency, or defect the ultraflux dialyzer can be excluded as the cause of this event.

Manufacturer narrative:
Additional information: a2 (patient's date of birth is reported as (B)(6) 1952 as the patient's birthyear was reported as 1952 without being provided the full date), a4, b5 (information regarding hemoglobin and cause of hemolysis).

Event description:
It was reported that a patient was utilizing the multifiltrate pro machine with the ultraflux av 1000 s dialyzer and standard set for haemofiltration when rose-colored effluent was noted. There was no alarm when the tubing was removed from the machine and the patient¿s treatment moved to another machine. The patient completed treatment; however, later passed away. The death was not believed to have been caused by this event. The new information has been included in the following account of the event. This female patient was initiated on treatment after developing acute pancreatitis with a sudden deterioration 24hrs previously. This necessitated advanced life support and then haemofiltration. A default treatment program with good access was initiated using the av1000 s dialyzer with standard set. The patient was extremely unstable. There were no problems running the machine. Shortly after treatment initiation, the healthcare personnel (hcp) noticed rose-colored effluent. A urinalysis strip was utilized to test for the presence of blood. There was a strong positive result for blood. The patient¿s blood was washed back, and a second machine was primed with new tubing and filter. The patient¿s treatment was connected to the second filter on the second machine. Shortly after initiation, rose-colored effluent was noted again and once again the test strip was positive for blood. Following consultation with a senior consultant, the treatment was discontinued. It was suspected that the patient was hemolyzing. There were no alarms prior to the discolored fluid being noted. There was no alarm when the tubing was removed from the sensor. The tubing was removed after the effluent was tested. The hcp could not confirm which machine this occurred on as the patient had rose-colored effluent on both machines. The tubing was only removed from one machine. The patient later passed away on (B)(6) 2023. The cause of death was documented as multi-organ failure and pancreatitis. The patient¿s hemoglobin (hgb) was noted as 102 prior to the start of the treatment. The treatment was initiated at 00:07. The patient¿s hgb dropped to 99 at 00:14 and then was documented to be 78 at 02:44. The medical team conferred and determined to stop the filter at 03:20. The drop in hemoglobin was attributed to hemolysis due to the patient¿s pre-existing condition of multi-organ failure and not a function of the dialyzer or machine. The machine was examined by a technician who confirmed that the blood detector sensors were working and detecting as expected according to the 0.5ml/min threshold.